Event description:
Updated information from the customer stating no human harm.

Manufacturer narrative:
A series of 4 pictures were returned. Pictures one and two showed what appeared to be a non-ICU medical clave with something stuck inside it. Picture 3 showed what apeared to be the secure lock assembly with breakage at the male luer. Picture 4 showed both the secure lock assembly and the non-ICU medical clave. The complaint of ' tubing broke off into the cap' can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation, however, the customer provided a photo. Investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inc where it was reported there was an issue with the primary plum set and b. Braun positive pressure cap. It was reported that the nurse went to disconnect, and the male end of the tubing broke off into the cap. The customer stated they are not sure if one of them is faulty, or it was pushed in too tight. It was reported the connection between the two should be compatible. There was patient involvement but unknown adverse event or human harm.